Event description:
Information received from the field does not address the patient's clinical status but notes a telemetry anomaly. Telemetered data indicates that there was no output but the ECG shows that the device was pacing properly.